Manufacturer narrative:
The incident report and the complaint dialog contained information that the enroute guidewire was suspected of being a contributory cause of the vessel dissection during the internal carotid artery (ica) procedure. The additional stent was placed to an initial stent to cover the dissection and the baseline antegrade flow was established. The complaint dialog contained information that there was no significant delay in the procedure. The patient was in good condition and there were no sequelae of the incident. Without return of the device no definite conclusions can be drawn as to what caused the vessel dissection. The complaint dialog contained information that the physician experienced slight resistance during advancing of the guidewire. The lesion was more than 70% stenosed and severely calcified what might affect the guidewire movement and led to the robust handling. The dfu warns that the guidewire is a delicate instrument and must not be advance, withdrawn, or torqued if resistance is met. There were no fluoroscopies images of the guidewire during advancing available for review so the issue cannot be fully investigate. The device lot history records have been reviewed and it has shown that there were no anomalies or non-conformances raised that could have contributed to the reported failure mode. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. The clinical applications specialist joanne schulte confirmed that the dissections frequently occur with a stent placement and a second stent is required. As per the neurosurgical focus 5 (6): article 4, 1998, [?]complications of carotid angioplasty and stenting'; the following periprocedural complications can occurred with performing recanalization procedures in the internal carotid artery: vascular-approach access site; dilation and stenting procedure; embolic events; dissection; vascular spasm; bradycardia (slow heart rate); inappropriate dilation; occlusion of the external carotid artery. As per the article form escardio.org journal [?]generally dissections are treated by additional stenting', the factors which may predispose to the carotid artery dissection include: severe "bends" or "kinks" in the ica; aggressive hardware (guide wires, balloon catheters, stents) within the ica; postdilatation of the distal stent edge within the ica; aggressive manipulation of the guiding sheath tip, which is usually located in the common carotid artery. In this case we cannot conclusively state whether the issue occurred because of the device malfunction, stenting itself or other reason due to the insufficient information provided. According to (B)(4), if the stenting itself caused the dissection, then it can be concluded that it is not a guidewire issue but the procedural complications of carotid stenting. The root cause of this failure mode remains unknown. A review of the risk traceability matrix rmf(tm)-003, rev. 1, was carried out and this has indicated that the risk was included but that the current rating is outside the expected levels. However, due to the fact that the product is only available on the market since the 3rd of april 2017 (quantity of (B)(4) enroute guidewires sold to the customer), that is the first incident for the enroute guidewire reported by the customer, and that the incident could likely have been caused by the stenting, no further action is warranted at this time. The post-market activity of the enroute guidewire will be monitored to determine if any adverse trends are noted. Based on the documentation review and conclusion outlined above, no further action is warranted at this time. Lake region medical will continue to closely monitor post-market activity of the device to identify any adverse trends.

Event description:
Failure mode - vessel dissection. The incident reported by email on 31st of august 2017 contained the following information: "a complaint was reported to (B)(6) on (B)(6) 2017 with the use of: part number: sr-014-gw; lot number: 10852745. Case details: no flow following stent placement and post-dilation, ica dissection distal to stent suspected from tortuous ica negotiating with .014 wire (B)(4). Additional stent was placed distal to initial stent and brisk, baseline antegrade flow was then established. Device: product will not be returned as it was discarded by the hospital. Reportability status: this case required surgical intervention (an additional stent to cover the dissection), thus this complaint is deemed reportable to the FDA. As the importer of this device, (B)(6) is responsible for notifying FDA (MDR submission) as well as lake region. (B)(6) plans on submitting the MDR on friday, september 1, 2017." The additional questions were sent to the customer by lake region medical in order to gather further information about the events of the incident. The following questions were asked on 1st of september 2017: was the procedure observed under fluoroscopy? If yes, can you please provide the images for review? Answer: yes. Don't have images from the procedure but attached are reformatted images of the lesion and tortuosity from a cta. Please describe how the user prepared the guidewire prior to use. Answer: flushed with heparinized nacl. Please indicate severity of the lesion tortuosity: mild/moderate/severe. Answer: severe distal to lesion. Was the lesion calcified? Please indicate severity: mild/moderate/severe. Answer: severe. What was the % of stenosis? Answer: >70 %. Did the user experience resistance when advancing the guidewire during the procedure? Answer: slight. Did the user experience resistance when retracting the guidewire during the procedure? Answer: no. Was there any kinks/bends/other damage observed on the guidewire prior to use? Answer: no. Was there any kinks/bends/other damage observed on the guidewire when the guidewire was removed from the patient anatomy? Answer: no. Was the guidewire removed and reinserted a number of times during the procedure? Answer: after 1st stent deployed and no-flow observed, a catheter was used in attempt to do an angiogram distal to the stent to determine cause buy wire was accidently pulled back; so yes wire was pulled back and re-advanced following 1st stent placement. What is the current patient condition? Answer: doing well with no sequela. Has there been any significant clinical delay as a result of the incident? Answer: no. Can you please provide the list of the other devices used with the guidewire during the procedure? Answer: nps, sterling pta balloon, enroute stent, angled glide cath. Is the guidewire suspected to be a contributory cause of the dissection? Answer: suspected yes.

Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
Failure mode - vessel dissection. The incident reported by email on 31st of august 2017 contained the following information: "a complaint was reported to (B)(4) on 8/23/2017 with the use of: part number: sr-014-gw. Lot number: 10852745. Case details: no flow following stent placement and post-dilation, ica dissection distal to stent suspected from tortuous ica negotiating with .014 wire (sr-014-gw). Additional stent was placed distal to initial stent and brisk, baseline antegrade flow was then established. Device: product will not be returned as it was discarded by the hospital. Reportability status: this case required surgical intervention (an additional stent to cover the dissection), thus this complaint is deemed reportable to the FDA. As the importer of this device, (B)(4) is responsible for notifying FDA (MDR submission) as well as lake region. (B)(4) plans on submitting the MDR on friday, september 1, 2017." The additional questions were sent to the customer by lake region medical in order to gather further information about the events of the incident. The following questions were asked on 1st of september 2017: was the procedure observed under fluoroscopy? If yes, can you please provide the images for review? Answer: yes. Don't have images from the procedure but attached are reformatted images of the lesion and tortuosity from a cta. Please describe how the user prepared the guidewire prior to use. Answer: flushed with heparinized nacl. Please indicate severity of the lesion tortuosity: mild/moderate/severe. Answer: severe distal to lesion. Was the lesion calcified? Please indicate severity: mild/moderate/severe. Answer: severe. What was the % of stenosis? Answer: >70 %. Did the user experience resistance when advancing the guidewire during the procedure? Answer: slight. Did the user experience resistance when retracting the guidewire during the procedure? Answer: no. Was there any kinks/bends/other damage observed on the guidewire prior to use? Answer: no. Was there any kinks/bends/other damage observed on the guidewire when the guidewire was removed from the patient anatomy? Answer: no. Was the guidewire removed and reinserted a number of times during the procedure? Answer: after 1st stent deployed and no-flow observed, a catheter was used in attempt to do an angiogram distal to the stent to determine cause buy wire was accidently pulled back; so yes wire was pulled back and re-advanced following 1st stent placement. What is the current patient condition? Answer: doing well with no sequela. Has there been any significant clinical delay as a result of the incident? Answer: no. Can you please provide the list of the other devices used with the guidewire during the procedure? Answer: nps, sterling pta balloon, enroute stent, angled glide cath. Is the guidewire suspected to be a contributory cause of the dissection? Answer: suspected yes.